Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent a cardiac ablation procedure and patient experienced cardiac tamponade treated with a pericardiocentesis with 1100 cc of fluid removed post ablation procedure. Transseptal puncture and ablation were performed. No evidence of steam pop was noted. The patient had no visible symptoms and the pericardial effusion was discovered and confirmed using intracardiac echocardiography (ice). This is when the pericardiocentesis was performed (removing 1100 cc of fluid). The patient was reported to be in stable condition. Correct settings were selected and no error messages on equipment during the procedure.

Manufacturer narrative:
On 12-jan-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported a patient underwent a cardiac ablation procedure and patient experienced cardiac tamponade treated with a pericardiocentesis with 1100 cc of fluid removed post ablation procedure. Transseptal puncture and ablation were performed. No evidence of steam pop was noted. The patient had no visible symptoms and the pericardial effusion was discovered and confirmed using intracardiac echocardiography (ice). This is when the pericardiocentesis was performed (removing 1100 cc of fluid). The patient was reported to be in stable condition. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31157148l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).